Event description:
It was reported that the patient presented for a lead implant procedure. After the procedure, during a follow up in clinic, the lead was found to be dislodged and perforated the chest wall. The lead was explanted and replaced. There were no patient consequences post-procedure.